Event description:
It was reported by the user site that prior to a 3dimensions patient exam on (B)(6) 2026, the c-arm of the device rotated after the technologist released the button. The user site reported that the technologist pressed the c-arm button to rotate the c-arm for the oblique view, but the c-arm would continue to move until it stopped once it was completely upside down in the from below position. The user site reported that the issue occurred several times. No user and patient injuries were reported. Hologic technical support reported that the device logs showed the c-arm center switch bank was stuck. A hologic field service engineer (fse) was dispatched to investigate the device. The fse was unable to reproduce the adverse event. The fse replaced both control panels for the switch and tested the device. No further information is currently available.